Event description:
It was reported that the oasys blockers stripped upon final tightening using the oasys torque wrench and counter torque tube. The surgeon then had to remove the blockers and they were replaced with new ones.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: an oasys blocker was confirmed via visual examination to have damage to the hex keyhole due to improper insertion of an instrument. Manufacturing files were reviewed and no anomalies were found. Conclusion: blocker hex head stripping can be caused by not fully seating the torque wrench into the hex head of the blocker. This is the likely cause of the incident.

Event description:
It was reported that the oasys blockers stripped upon final tightening using the oasys torque wrench and counter torque tube. The surgeon then had to remove the blockers and they were replaced with new ones.